Event description:
Allegedly the patient was revised due to evidence of shortening of the femoral component (left). Received additional information 8/25/14 from the reliability engineer: patient's neck was revised the day after original surgery.

Manufacturer narrative:
This report will be updated at the conclusion of the investigation.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.